Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not telling her if she had a no delivery alarm. Customer stated that they have been changing the pump site very frequently and she would like to now perform the high pressure test. Customer performed the high pressure test and the pump did not alarm. Customer repeated the test and the pump alarmed no delivery. Customer was advised to do a complete set change. Customer stated that she has been in touch with her doctor recently. Customer's blood glucose was 555 mg/dl at the time of the incident. Customer's current blood glucose is 302 mg/dl. Customer stated that she had nausea due to her high blood glucose and treated with syringes. Customer stated that her blood glucose readings have been 410 mg/d, 387 mg/dl, 331 mg/dl, and 302 mg/dl for the past few days. Customer has been sick and throwing up. Customer declined troubleshooting and stated she has been off the pump. Customer stated that she has been taking syringes.